Event description:
It was reported that while the pt's stimulation was turned off, the pt felt stimulation at the pocket site for 1-2 hours after turning device off and if they turned in a certain way they felt increased stimulation at the pocket site. This occurred following a recharging session on (B) (6) 2009. The pt was instructed to put a towel between back of the implant and recharger in order to get the recharger closer to device and increase charge efficiency. The pt recharged his device with the towel behind him for 4 hours until the pain became unbearable. The pt was getting 6 boxes shaded in, but the pt believed this caused there to be so much pressure against the device causing the wire to fray and/or "move" as well as the constant pain and excessive stimulation sensation. The pt reported additional symptoms of itching, feeling pressure on his spine, dizziness, sweating, and the area around the device was unbearably painful at all times. The pt experienced a shocking sensation at the implant site when he turned the stimulator on since he had used the pain patches that were prescribed in (B) (6) 2009. The implanting hcp recommended medication patches be placed over the device. The pt stated the patches caused a "burning" sensation on his skin. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).